Event description:
It was reported to boston scientific corporation that a hydrothermablator procedure set was used during an endometrial ablation procedure performed in 2009. During preparation for the hta procedure, a hair was found in the sterile component of the packaging. The complainant reported that they continued to use this procedure set and experienced error codes. They swapped out the procedure set and were able to complete the case. There were no pt complications.

Manufacturer narrative:
The complainant indicated that the device will be returned for evaluation, but has not yet been received. When the device is returned, a failure analysis of the complaint device will be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.